Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower remote manger latch did not open, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d2 common device name a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the microswitch alignment caused the issue. A field service engineer was able to take latch apart, adjust microswitch height and tightness and all were working fine after adjustment. Customer performed diagnostics and verified operation in application. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower remote manger latch did not open, preventing user from removing the required medications.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A supplemental MDR was filed to correct the medical device catalog, labeled for single use and imdrf annex codes.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower remote manger latch did not open, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.